Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal hydromorphone at unknown concentration/dose via an implantable pump for spinal pain. The patient reported the pump seemed to be messing up for a couple months. Patient stated they were getting an error message on the handset and they did not recall the message. Patient stated it takes long time to connect and it felt like the she did not get the bolus because after an hour she was still hurting. Patient stated she had refill on (B)(6), 2025 and the healthcare provider's office told her when they pulled out the old medication it was too much. Patient stated they told her to call medtronic representative (rep) that same day to inform her but had not heard back from her. Agent asked patient to connect with the communicator and handset and patient was able bolus requested and successful. Agent reviewed devices were functioning as intended. The patient was redirected to their healthcare provider to further address the issue. Patient called back and provided the error "system error 0x7500fa93" that she had gotten twice since (B)(6) 2024. Agent walked patient through a reset of the handset and the communicator and patient was able to connect to the pump and she saw her lockout screen.